Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no pt injury reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the result of the evaluation once it is completed.